Manufacturer narrative:
No missing segment or partial display anomaly noted. However, unit had unresponsive buttons due to flattened (creased) esc, act and down buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery alarm, rewind anomaly or communicate carelink pro due to unresponsive button. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had diminished battery life, rainbow effect on display, rewind was slower, insulin pump was locking and unexplained no delivery alarms. The customer's blood glucose level was unknown. The device will not be returned for analysis.